Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device lost signal and they were unable to see patient information from the bedsides at the central station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Data correction to device identifier: a philips remote service engineer (rse) spoke to the customer and walked through the logs with them. It was found in the logs that around 3:10am on (B)(6) 2024 that all clients presented with the message "client restarting". At the time of the call, the system was up and running. The customer was going to ask the staff if there was any sort of outage and/or generator testing performed at that time that may have caused the issue. A quote for onsite service was provided, but the customer requested to cancel the quote. The device was confirmed to be operating per specifications at the time of the call. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.